Event description:
A malfunction alarm, identified as malfunction 0, was reported by the customer. There was no reported adverse impact to the customer. Technical support provided instructions for resetting the pump, which the customer successfully executed, as the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue arose again.